Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that there was a failure in battery's compartment b test. No patient or user involvement.